Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(4) 2018. The patient stated they were at a regular check up with their doctor and when he performed a finger stick reading, it was 300mg/dl, while the cgm was displaying 123mg/dl. The doctor admitted the patient to the hospital for the night based on the bg meter value and was treated for hyperglycemia. The patient was given insulin to control their high bg values. At the time of contact, the patient was in healthy condition. No symptoms were reported. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).